Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. E1 initial reporter full phone number: (B)(6).

Event description:
The complaint/event involved a pompe plum 360¿, français canadien, compatible avec le logiciel ICU medical mednet ¿. The customer suspected that the pump infused 100ml in 3 minutes (free flow) into a patient instead of 100ml/h which was programmed. They checked the event logs, and the manipulations seemed to be compliant. They no longer have the tape used in this incident. A preventive maintenance was done on the pump in 2023, the patient received his medication too quickly. There was no delay in therapy. The IV fluid that was infused was thiamine, the manufacturer of the drug is sandoz. The error code showing on the screen when the problem occurred was 188 and 230, occlusion and air. There were no medical interventions required, and there were no patient consequences observed. They monitored the patient's signs and symptoms as a result of this complaint/issue.

Manufacturer narrative:
Note investigation summary: complaints of (B)(4) were not duplicated during testing, only seen in the history. No probable cause was found. Event logs were reviewed. Free flow complaint was not duplicated during testing. As preventive action, new pressure detector was installed and the mech was calibrated. Device was received with broken main chassis that was replaced. All relevant pvt tests passed successfully.